Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator recognized these adult electrode pads as pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty connector on the electrode. Due to the fact that this occurrence does not prevent the associated defibrillator from delivering therapy, this medwatch report was submitted in error. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed readiness test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.